Event description:
It was reported that the customer received a no delivery alarm from her insulin pump during a bolus. The customer's blood glucose reading at the time of the report was 194 mg/dl. The customer experienced pain when she inserted her infusion set the morning of (B)(6) 2014 and stated she would change to a new infusion set at her first opportunity. She declined troubleshooting since she believes it is an insertion site issue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.